Event description:
Reference number (B)(4). Event occured in italy. It was reported that the patient had hematomas and an abscessed nodule in the abdominal region at the site of previous subcutaneous duodopa infusion. No further information is available.

Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item.